Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the quattro helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the helix would not extend. The physician also noted that the stylet did not travel smoothly through the lead lumen. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.